Manufacturer narrative:
The service rep reseated the pc boards in the workstation. He completed a filament calibration. No errors were found after the calibration. The system operates as intended.

Event description:
The customer reported the 9800 system displayed low ma errors. The customer was able to complete the case. No pt injury was reported.